Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displayed operational check error when the device is turned on. It was reported that the errors do not allow the customer to perform the discharge, in the alarm screen a "x" is displayed, and the pacemaker is "wrong". There was no reported adverse patient impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.